Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Not able to remove tampon [foreign body in reproductive tract] pain...sore - vagina [vulvovaginal pain] pain/sore - tampon [medical device site pain] tampon split open inside her [device breakage] pain during removal attempt because tampon wrapped around hymen [complication of device removal] case narrative: relative reported via email that the tampon split open inside of her daughter. No serious injury was reported.